Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 01-may-2022, the patient's infusion set's tubing had detached/broken at site connector prior to insertion. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.